Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the information display of the heart lung console did not complete its power-on self test successfully. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.